Event description:
Hcp reported the pt died in 2003. The pump was explanted in 2003 two days later and returned to the manufacturer for analysis. A follow up report will be sent when additional info is available.